Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced recurrent stoma site redness and discharge. The report indicated that there was swelling and the emergency room physician squeezed and evacuated pus. A swab taken for culture. Patient was prescribed antibiotic augmentin 1 gm tablet twice a day, fucidin cream and bepanthen cream. The culture result was negative.